Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2018 medical records received. After review of the medical records for MDR reportability, the patient was revised to address instability, pain, and swelling. The patella was not revised. Doi: (B)(6) 2015; dor: (B)(6) 2018; ( right knee).

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
H6 patient code: no code available (3191) used to capture the medical device removal depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.

Event description:
Medical record ad 17 june 2019 was reviewed on 5 december 2019. Medical records report no intraoperative complications from initial implantation which included patella resurfacing. This patient received bilateral knee arthroplasty with depuy implants left knee (doi (B)(6) 2015) and right knee (doi (B)(6) 2015). The left knee remains unrevised. Patella resurfacing was performed during initial implantation. Depuy cement x2 was utilized in the initial implantation of the right knee. This complaint captures the right knee that was revised (dor (B)(6) 2018) for instability, chronic pain and swelling. Intraoperative findings were tibial tray found to be loose at the implant to cement interface. Patella was found well fixed and left intact. All other components (femoral, insert, tibial) were explanted and replaced with depuy revision knee system utilizing depuy cement. No intraoperative complications during revision surgery. Right knee doi: (B)(6) 2015; right knee dor: (B)(6) 2018.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.